Event description:
Additional review determined that the patient had experienced coupling and communication issues in the middle of 2011. On (B)(6) 2011, it was reported that the patient experienced issues recharging, and had last recharged three weeks ago. The previous MDR reported that the patient was hospitalized in (B)(6) of 2011 for a (B)(6) infection. There was no indication that the infection was related to the device. The patient continued to experience coupling and communication issues following the hospitalization, and it was reported that health issues had led to an overdischarge. The battery was not able to be recovered, and the patient's hcp planned to replace the ins. The previous MDR reported that the patient's device had moved up to her back from where it was originally placed. This issue is reported on in MFR. Rep. # 3004209178-2012-03242 and is not related to the events reported in this MDR, 3004209178-2012-09383.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was coupling and communication issues. An implantable neurostimulator over-discharge was suspected. Health issues were primary reasons for over-discharge. The last time the patient felt stimulation was 2 to 6 months prior to (B)(6) 2012; same as last successful recharging session. It was later confirmed that the patient's stimulation had not been functional since (B)(6) 2011. The patient was scheduled to see doctor on (B)(6) 2012. It was noted that the patient was diagnosed with liver cancer and (B)(6) last year. It was later reported that the patient's device worked for the first couple of weeks and then it stopped working. The representative could not fix it. It was noted that the device moved up to her back from where it was originally placed. The patient was hospitalized in (B)(6) 2011 for her colon and then re-hospitalized right after that for a (B)(6) infection. The device battery went dead after that. The patient was scheduled to replace the battery on (B)(6) 2012 and this would be the third time that she was "cut into." The patient was not getting good enough pain relief and she was still on medication which she was on before. The patient had nerve damage in her right leg and now her "lt" hurt too. The patient had 3 herniated discs in her neck.